Event description:
The device was later explanted for an unspecified reason and returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the pacing, sensing and recording functions of the device. The device performed normally throughout all tests.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device declared elective replacement time (ert) in less than three years for an unspecified reason. Additional information was sought from the local area sales representative, however, at this time, additional information was not available. To date, no adverse patient effects were reported as a result of this clinical observation.

Event description:
Additional information was received that this device was programmed with nominal settings, resulting in battery depletion. To date, no adverse patient effects were reported as a result of this clinical observation.